Event description:
It was reported that allegedly the surgeon was doing an arthroscopy procedure and tried to grab something inside the patient, but the top part of the grasper broke off. They were able to retrieve the broken part. Another item was immediately available for use and the surgery was successful.

Manufacturer narrative:
Additional information will be provided once investigation is available.